Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had disk read error and unable to clear. Powered device off multiple times with no resolution. Advised device need to be sent to biomed for repair. Nurse confirmed that they had no other devices available for use. Encouraged to speak to team and consult protocol for alternate methods of cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had disk read error and unable to clear. Powered device off multiple times with no resolution. Advised device need to be sent to biomed for repair. Nurse confirmed that they had no other devices available for use. Encouraged to speak to team and consult protocol for alternate methods of cooling.